Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump battery could not be charged. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Manual insulin injections were used to address bg. The customer reverted to manual injections for insulin therapy.